Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose and insulin pump had blank display. The customer blood glucose level was 27 mg/dl at the time of incident and current blood glucose was 150 mg/dl. Customer treated with food. Troubleshooting was performed for low blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to perform functional testings due to blank display. Unit was received with corroded battery tube.